Event description:
It was reported that on an unknown date, six (6) depth gauges, one (1) spindle nut, one (1) wire sleeve, one (1) handle for torque limiting attachment, and one (1) universal chuck were broken. There was no patient consequence. There is no further information available. This report is for one (1) unknown - rod. This is report 11 of 11 for (B)(4).

Manufacturer narrative:
This report is for an unknown rod/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation flow: device interaction/functional visual inspection: the unknown rod was received at us cq. Visual inspection showed the unknown rod was received stuck inside the chuck and also the rod was broken. No other issues were identified with the returned device. Functional test: during the functional test, the rod was not able to be disassembled from the chuck and the rod was stuck inside the received device. Hence, the complaint can be confirmed. The complaint can be replicated with the returned device. Complaint is confirmed. Dimensional inspection: the complaint-relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: since the part/lot numbers of the device were not identified, the drawings could not be reviewed. Conclusion: the complaint condition was confirmed. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure 100673626 no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.